Event description:
It was reported that during a laparoscopic cholecystectomy, device wasn't working during the case. Would not fire. Got stuck. Case was completed with a like device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent 10/28/2025 d4 batch #x70377 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with the jaws closed and a formed clip in the jaws. There was no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated. The device was disassembled to evaluate the condition of the internal components: the silicone in the handle was missing, and the trigger was found broken, not allowing the internal components to move appropriately and feed clips into the jaws of the device. Twenty (20) clips were found remaining inside the clip track. A CT scan performed prior to physical analysis showed the jaws in the closed position. The trigger was noted to be broken and the feed bar was extended over the jaws. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damaged on the device could be that the internal ribs were causing increased friction of the feeder plate and former plate, causing the trigger to experienced additional force that could interfere with the firing of the device. A manufacturing record evaluation was performed for the finished device batch x70377, and no non-conformances were identified.